Event description:
On (B)(6) 2012, the pt had a posterior lumbar interbody fusion (plif) and the construct ran from l2 and l5 and had been implanted for approx 10 months prior to the breakage. The pt returned to the surgeon's office with two broken screws. The screws were determined to be 4.75mm diameter coral screws and were fixated in the l2 vertebral body. The doctor stated that the pt didn't fuse. The screws at l5 were lo ose and the screws at l2 were broken. The reporter did not know any adverse event experienced by the pt. The screws were determined to be broken through CT scan. On (B)(6) 2013, the pt had revision surgery to remove the broken screws. It was noted that the remaining portion of the screws remains in the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported information.